Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. A cs tibial bearing insert was implanted and a disposable fluted headless pin was used. On (B)(6) 2018 update from sales rep - revision was for instability.

Manufacturer narrative:
An event regarding revision due to instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product return, pre and post operative x-ray, operative notes, as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. A cs tibial bearing insert was implanted and a disposable fluted headless pin was used. 22may2018 update from sales rep - revision was for instability.